Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2026, post the implantation, it was reported that during chemotherapy, it was allegedly noted that small puncture like hole in which drug extravasation was observed at the port site, accompanied by skin ulceration. A surgical port removal procedure was immediately scheduled, during which a rupture was found near the locking mechanism of the catheter. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and image were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.